Manufacturer narrative:
The following methodologies were used to evaluate this event: review of post failure x-ray image; review of manufacturing and quality records for lot. This complaint was reopened and reevaluated on april 14, 2016, pursuant to a routinely scheduled audit of the company's complaint files. X-ray images of the fractured implant show evidence of healing response and implant in two separate pieces. This mode of failure is consistent with a secondary trauma not related to the device however evidence to definitively reach that conclusion was not available. It also appears that the implant may not have been implanted to the required 50mm depth per the surgical technique guide. Review of manufacturing and quality records do not reveal any non-conformances or problems in the manufacture of the device lot. Report is submitted as a surgical intervention was performed to remove the device and contribution of the device to the event could not be ruled out. In situ observation - device was evaluated by observation of available x-ray images. There was no in situ testing performed on the device. Device not returned.

Event description:
Sonoma was made aware of a surgical procedure to remove a broken implant on (B)(6) 2013. After several requests the physician declined to provide additional information and the investigation was subsequently closed. Complaint was reopened for investigation on 4/14/2016.